Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4) (event 2) the device is currently shipping from colombia to bbm in germany for investigation. A follow-up report will be provided after the inspection results are available. Reviewed the device history record and there was no abnormality found during in-process or at final control inspection.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): patient reaches retirement infuser on (B)(6) 2016 se evidence that the medical device contains the drug after 5 days of being connected, the time provided for the passage of the contents of infuser.

Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4) (event 2). This case is reported with MFR # 9610825-2016-00190 and internal number (B)(4).